Manufacturer narrative:
Patient weight is unknown. This report is for an unknown screw/unknown lot. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient experienced plate breakage and screw back-out after a cranial bone flap procedure performed on (B)(6) 2014. The loose plates and screws were removed on (B)(6) 2015 and the rest was left implanted. The bone flap was sunken which required implantation of additional plates and screws. There was no reported surgical delay; the revision procedure was completed successfully. This report is for an unknown screw. This is report 2 of 2 for (B)(4).